Manufacturer narrative:
The manufacturer received information alleging a trilogy 100 ventilator device did not meet acceptance criteria of evaluation process for the following conditions: critical error codes 193, 290. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The trilogy 100 ventilator was returned to the manufacturer for evaluation and the device powered on and operated as it should. Error code e-193 and e-290 were confirmed. The device's internal battery was replaced to address the issue. Errors cleared after the internal battery was replaced. The inlet air path assembly and removable air path foam was replaced per remediation. The device passed all testing.

Event description:
The manufacturer received information alleging a trilogy 100 ventilator device did not meet acceptance criteria of evaluation process for the following conditions: critical error codes 193, 290. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.